Event description:
Doctor performed a heroption cryotherapy uterine ablation procedure under ultrasound that appeared uneventful. Several days later the patient complained of pelvic pain. They discovered a uterine perforation, causing a bowel injury which resulted in the patient having a bowel resection.